Event description:
It was reported that a pump had a no disposable alarm with remodulin cassette yesterday. The patient changed the cassette and the pump and the medication restarted. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number and UDI number) is unknown, no information provided to date.